Event description:
It was reported that during initial implant, the right ventricular lead exhibited low impedance. The physician repositioned the lead several times but the impedance remained low. The lead was replaced. Patient was stable during and after the implant.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.